Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage / power cable disconnect alarms was confirmed. Three log files correlating to this system controller were reviewed, containing data that collectively spanned approximately 1 day and 3 hours (25jan2021 ¿ 26jan2021 per time stamp, and 15feb2021, 10:10 ¿ 13:29 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Atypical power cable disconnect and low voltage alarms were observed throughout the data, correlating to the rsoc within the black cable fluctuating below the respective thresholds. The returned system controller (serial number (B)(6)) was observed to have a few kinks on its black power cable upon arrival near its bend relief (controller side). The controller was functionally tested and was found to alarm with a power cable disconnect alarm upon being connected to a mock loop, correlating to the black power cable. The controller was opened, and the individual wires within both cables were measured. The black cable¿s brown wire (rsoc) was observed to be open, and the wires were observed to be damaged around the kinks. The controller was also tested with test power cables and was found to perform as intended while in use with them. The root cause of the reported event was damage to the black power cable, which led to damage to its brown wire, responsible for the rsoc within the black cable. However, the root cause of the damage to the power cable was unable to be determined through this analysis. The heartmate 3 patient handbook (rev. C, section 2 ¿how your heart pump works¿) instructs users that the backup battery should only be used in emergencies. Inappropriate use of the backup battery may lead to diminished run time during a power loss emergency. Heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the power cable disconnect, low voltage, and no external power alarm. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient experienced low voltage beeps while connected to a full battery. A log file analysis showed several intermittent low power advisories while tethered on batteries and the mobile power unit. It was communicated that there may be an issue with the controller power leads. The patient continued to have power cable disconnect alarms from the black cable and the controller was exchanged. An additional log file analysis showed multiple power cable disconnect and low battery hazard/advisory alarms occurring before the exchange, and a log file analysis from the new controller contained normal voltage readings.